Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient had underwent a surgery on (B)(6) 2018 due to the fracture of the femoral neck has been revised on (B)(6) 2018 due to a periprosthetic fracture.

Event description:
It has been reported that patient had underwent a surgery on (B)(6) 2018 due to the fracture of the femoral neck has been revised on (B)(6) 2018 due to a periprosthetic fracture.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D11 - bi-polar 28 cup 49mm, reference : 165222, lot number : 6219474. Cocr hd md nk 28 std 12/14, reference : p0206m28, lot number :j6059952. An investigation has been performed, consisting of a documentary review. The product analysis couldn't be performed as the product was not returned the device manufacturing quality record indicates that the released product met all requirements to perform as intended. According to available data, the exact root cause can¿t be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.